Manufacturer narrative:
The customer contacted siemens to report that a sample identification (sid) misread occurred on an atellica sample handler prime instrument. A review of the customer provided log files by siemens showed sid "(B)(6)" was placed on the instrument at 13:40:46 and scanned at 13:46:17. Sid "(B)(6)" was placed on the instrument at 14:10:51 and scanned at 14:11:00. Siemens is investigating this issue.

Event description:
The customer contacted siemens to report that a sample identification (sid) misread occurred on an atellica sample handler prime instrument. A duplicate sid message was generated by the instrument. There are no known reports of patient intervention or adverse health consequences due to the sid misread.

Manufacturer narrative:
The initial MDR 2432235-2019-00176 was filed 22-may-2019. Additional information (28-may-2019): siemens reviewed the available information and found the tube characterization station (tcs) log files from the imaging camera were no longer available for analysis. Siemens did review tcs identification images from the customer site and found an "unknown" image file. Siemens recommended the camera identification and focus procedures followed by the vessel movement module (vmm) semi automatic alignment procedure be performed. It was reported that the atellica solution instrument is still under evaluation by the customer, is not being used for reporting patient results and was under siemens control at the time of the event. The potential cause of the sample identification misread is an imaging camera setup issue within the tcs. The instrument is performing within specifications. No further evaluation of this device is needed. Section result code and conclusion code were updated.